Event description:
The customer's wife reported via phone call that they were unable to fill the insulin pump. The wife reported a no delivery alarm occurred during the fill tubing process. The customer's blood glucose was 170 mg/dl. Troubleshooting found insulin was unable to exit with a push plunger. It was also found the insulin pump did not alarm no delivery with a manual prime after the reservoir was changed. Customer agreed to return the reservoir for analysis.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used reservoir that they are functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.